Event description:
Pt in operating room for application of arch bars and (internal maxillary fixation), resect ankylotic left temporomandibular joint, reconstruct ascending ramus mandible and temporo-mandibular joint with rib bone cartilage construct. During rib graft harvest, pt sustained burn to chest when the electrocaustery pencil was inadvertently leaned upon. Wound managed by excision and elliptical closure with reabsorbable sutures and steri-strips.